Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a burn mark and skin peeling under the back therapy pads of lifevest equipment. It was reported that the patient was in the hospital. There is no indication that the lifevest caused the hospitalization. The patient's physician was made aware of the skin irritation, but the patient's doctor did not make any recommendations. It was reported that the patient had a bandage over the skin irritation. It is unclear if the bandage was applied by the hospital. Reporting out of the abundance of caution. Follow up indicated that the skin irritation improved.